Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on the 3rd june 2015 and the device performed weekly self-tests up to the 2nd august 2015. The device records a nonsensical result for the self-test during a power cycle on the 2nd august 2015. The pad-pak was then removed and reinstalled on the 13th october 2015. The device passed all self-tests up to the final history log entry on the 14th october 2015. The returned pad-pak was installed and powered the device failed to power on. A test pad-pak was installed and the device passed a self-test. The device then failed to power off correctly, the device beeped continuously. The pad-pak was removed to power off the device. Test therapy was carried out, the device delivered a test shock successfully and an acceptable measurement was recorded. The device failed to power off correctly, the membrane leds paused and the device beeped repeatedly. The device was disassembled for investigation. Investigation found the reported fault can be attributed to component failure. This resulted in the device failing to shutdown completely.

Event description:
There was no patient involved in this event. Pad unit has low battery warning with new pad-paks.